Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing and functional loss of capture event was sensed by the device.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, oversensing resulting in functional loss of capture was noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.